Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 52 mg/dl, 53 mg/dl and 63 mg/dl. The customer woke up with blood glucose of 118 mg/dl at 3am, and then 87 mg/dl in the morning after fasting. The customer declined to troubleshoot for low readings. The product was not returned for analysis.